Manufacturer narrative:
Date sent to FDA: 04/08/2016. It was reported that the patient underwent a posterior colporrhaphy on (B)(6) 2007.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary/bowel problems, recurrence and dyspareunia.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and unknown mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to fecal incontinence and pelvic organ prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.